Event description:
The customer reported the touchscreen will accept calibration however it goes out of calibration after a while. Not in use. The remote service engineer provided the part number for a user interface assembly. The customer replaced the user interface assembly, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure investigation. Visual inspection of the bezel, rear, v60 revealed that the rear bezel has a crack at the top front side. The ui assembly was tested, and no failures were identified.